Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review and completion of the plant's investigation. Medical records have been requested, although it was reported that no add'l info will be provided. A supplemental report will be submitted if add'l or new info is provided. This report is related to one other product reports submitted on the same event.

Event description:
It was reported by the clinic that the patient presented to an outpatient clinic with peritonitis, and was treated with antibiotics for two weeks. It was reported the patient is doing well since completing the medication.